Manufacturer narrative:
Additional narrative: no patient involvement. Event date: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. MFR date: unknown. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the switch handle, which changes the ratchet direction of a ratcheting screwdriver, was found broken off. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
No service history review can be performed as part number 311.023 with lot number(s) a7ma12/4581034 is a lot/batch controlled item. The manufacture date of this item is april 22, 2003. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Manufacturing date: march 24, 2003. The device history record review could not be performed as the records could not be identified due to the age of the instrument. This device is approximately 13 years old. A service and repair evaluation was completed: the customer reported the switch that changed the ratchet direction broke off. The repair technician reported damaged component as the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the ratcheting screwdriver handle (311.023) is noted in many system technique guides including: matrixmandible, titanium sternal fixation and matrixrib systems. The matrixmandible system contains five screwdriver blades (03.503.066/068, 03.503.070-072), three detachable handles (311.004/007/023) and a single screwdriver with handle (03.503.073) all of which can be utilized for screw insertion. The returned instrument was examined and the complaint condition was able to be confirmed as switch was found to be disassembled and missing the set screw. No definitive root cause was able to be determined as method of use at the time of failure was not available. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lots number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. An updated device history record review was completed: part 311.023, lot 4581034: release to warehouse date: april 22, 2003. Supplier: (B)(4), packaged by: synthes: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.